Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle wouldn't disengage from the catheter. The following information was provided by the initial reporter: after venipuncture, the hcp attempted to retract the needle but it was not disengaged, resulting in failure of catheter placement. This required re-venipuncture with such a thick needle (21g), which caused a greater burden to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2022. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva assembly with the needle retracted but not decoupled along with its original opened packaging from lot number 1202119. In addition, four photos were received which display a unit with a non-decoupled needle. Through the inspection, the grey tip shield of the returned unit was pulled to see if the device separated from the back of the winged adapter. The two components separated easily. The device was visually inspected for any signs of damage or adhesive that may have caused failure to decouple. A visual inspection of the components did not reveal any signs of damage or adhesive that would have resulted in failure to decouple. As the device decoupled upon the initial attempt and no evidence was found to suggest the defect of failure to decouple the defect cannot be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle wouldn't disengage from the catheter. The following information was provided by the initial reporter: after venipuncture, the hcp attempted to retract the needle but it was not disengaged, resulting in failure of catheter placement. This required re-venipuncture with such a thick needle (21g), which caused a greater burden to the patient.